Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that the day after an atrial flutter left (l-afl) ablation with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced pericardial effusion treated with pericardiocentesis. It was reported that the patient had pericardial effusion the next day after the procedure. There was a steam pop at the beginning of ablation during the case. After the steam pop, the medical team was "in there" for a couple more hours and had ice (intracardiac echocardiography) in as well and there was no pericardial effusion. The patient had a vein of marshall alcohol ablation during the same procedure and the physician believes the pericardial effusion is related to that procedure, but because of the steam pop, the event was reported. The patient had discomfort the next day and the pericardial effusion confirmed by echo. The medical intervention provided to the patient was pericardiocentesis and the patient's status was stable. A thermocool smarttouch sf catheter, octaray catheter, ngen rf generator, carto 3 system, and a brand new soundstar catheter in use during the event.